Event description:
It was reported through survey that before or during the surgery, while inspecting the package it was found that the device past expiration date, non-visible product number, non-sterile and seal broken. Customer frequently experiencing issue with stimulating probe or electrode that leads to discarding the product. The device result in injury to patient and the injury was temporary requiring only minor medical intervention. Use of the probe/electrode result in injury to customer and the injury required medical intervention, but has no long term life consequences. Patient had fungal infection. Patient had impaired muscle or tissue function, nerve paresis, palsies/paralysis, paresthesia post surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.